Event description:
Patient was receiving a therapeutic ultrasound treatment on the lower back when they complained of being shocked by the ultrasound applicator. The patient was laying face down on the treatment table. During the treatment, if the patient touched the metal chassis of the table he would get a shock sensation. The clinician reported that this ultrasound device procedures the same shock sensation with other metal chassis tables. The clinician tested the ultrasound feature while in contact with a table metal chassis and was also shocked. The clinician ruled out the malfunction of other clinical tables and ultrasound applicators. The device had been in for service prior to this event. All prior service was not related to shocking. Both patient and clinician were not injured. Patient one of two.

Event description:
The clinician reported that the ultrasound device produces a shock sensation when patient contact is made with the metal chassis of treatment tables. The clinician tested the ultrasound feature while in contact with a table metal chassis and was also shocked. The clinician ruled out the malfunction of other clinical tables and ultrasound applicators. The device had been in for service prior to this event. All prior service was not related to this event. The clinician was not injured. Patient two of two.

Manufacturer narrative:
The device was serviced in accordance with documented operating procedures. The device was tested and performed to specification. The device passed quality inspection. Servicing can be expected during the life cycle of electrical devices. In this case the device has been in operation an estimated six years with minimal servicing to include annual calibration and inspection. Conclusions: backlight was shorting out to membrane ground connection. Added tape to back of control board to insulate hv of backlight from ground.

Manufacturer narrative:
Conclusions: backlight was shorting out to membrane ground connection. Added tape to back of control board to insulate hv of backlight from ground.